Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to system. A technical support specialist (tss) confirmed that messages were successfully crossing to the es and bd interface without any issues. However, order messages were experiencing delays. The customer was advised to investigate meditech to determine the cause of the delays. Since the orders were now appearing as expected, the case has been closed. The system functioned as intended after the technical support specialist troubleshot the device.